Manufacturer narrative:
Information was received on (B)(6) 2019 indicating that the event occurred during testing and there was no patient involved in the event.

Manufacturer narrative:
Investigation completed on smiths medical cadd solis vip 2120 pump. The device arrived in good physical condition with no damage. Event log was opened and revealed and verified the complaint of downstream occlusion alarm. Testing was then completed on device and results revealed air bubbles were noted on the downstream occlusion, therefore the sensor was replaced. Unknown root cause of event. The device was repaired and passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd solis vip pump 2120 alarming constant downstream occlusion alarm. No patient adverse events reported.